Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. During the initial test, the solenoid manifold assembly failed bench testing for a high leakage with an abnormal noise, and failed the solenoid leak test #2 on the solenoid manifold assembly test procedure for high leakage. Visual inspection did not reveal any anomalies; but further testing revealed the solenoid #2 was working intermittently. Carefusion scrapped the solenoid manifold assembly after failure analysis. The customer¿s reported issue was corrected by replacing the solenoid manifold. The replacement was done by a carefusion authorized service center.

Event description:
It was reported by the customer that the ventilator was making a clicking noise. While in service, the unit failed due to a high leakage. This reported issue was discovered while in service, therefore, there was no patient involvement.